Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. Based on the photo evidence provided, the issues occurred in line 8 of the drawing specification. The assembly was built with incorrect tubing sizes connected to the y components, specifically in tubing l6 and l4. Tubing l6 was assembled with a 1/4 inch tubing instead of the required 1/8 inch tubing, and tubing l4 was assembled with a 1/8 inch tubing instead of the required 1/4 inch tubing. The root cause of the reported issue was a workmanship error as the pack was not assembled according to the specification. Line 8 of the cardioplegia set was assembled with an incorrect tubing size configuration, likely resulting from a mix-up between tubes l6 and l4. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team experienced an issue with their tubing pack and the cardioplegia delivery circuit within it that had the wrong diameter tubing sizes in it. The tubing sizes were reversed. This was discovered during cardiopulmonary bypass (cpb). The cardioplegia circuit tubing was not changed out. There was no harm to the patient, and the surgery was successfully completed. The result of this incorrect assembly was that the incorrect volume and concentration of cardioplegia was delivered to the patient. This occurred because the customer was not aware of the tubing diameter change and did not change the flow constant factor on the roller pump. Also, the customer was most likely using a delnido cardioplegia mixture, which is dictated to be delivered in a 1:4 ratio, that is 1 part blood to 4 parts crystalloid. The result was that the patient heart was difficult to arrest, as the improper concentration of blood cardioplegia was delivered. Thus, the patient was underdosed blood cardioplegia. The cardioplegia circuit tubing was not returned to the manufacturer for further investigation, however pictures were taken and shared by the customer.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia circuit was assembled backwards. It was meant to be a 1:4 circuit and it was built as a 4:1. The team had a difficult time arresting the patient's heart during surgery due to inadequate cardioplegia solution delivery. The unit was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.